Event description:
Information received indicates, the bed will not go into emergency trendelenburg.

Manufacturer narrative:
The technician found the CPR cable was pinched where it enters the electric box. The technician replaced the cable to repair the bed.